Event description:
It was reported that during a laparoscopic gastric bypass procedure, towards the end of the procedure, when attempting to close/complete enterotomy on the pouch, while doing so, they completed the firing sequence, they noticed most of the staples were malformed/unformed. While stapling over the enterotomy area the tissue was thinned out (in normal state). When firing the device, there was no noticeable increase force to fire over the area. The area of the malformed staples was oversewn. When the device was removed from patient, upon inspection of the cartridge, the cartridge was wrapped and malformed. It appeared that the knife blade of the device cut the cartridge on the inside channel. Shaving of the cartridge were released into the patient. They were retrieved along with loose cartridge drawers. The device was cleaned and then reloaded with a new cartridge and they were able to complete the procedure without any impact to the patient. The cartridge, device, drawers and shavings will be sent back for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.